Manufacturer narrative:
(B)(4). Batch #: v95e40. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tool was already activated, but then, even though it was lying on the table and no one was working with the device, it entered the activation again, countless times in a row.